Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Dr (B)(6) noticed the threads of a skyline screw were unravelling during insertion. Screw was wasted and another screw was used. Size screw and whether constrained or variable are unknown. The screw was not saved. No rep was present as this was booked with a competitor originally. No adverse patient effect reported.